Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision and was doing well post-operatively.

Manufacturer narrative:
Additional information was received that during the revision, the physician relocated the ipg site.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision and was doing well post-operatively.